Manufacturer narrative:
The battery charger 1 for the imaging system was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the charger board was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect charger board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the charger board 1 for the imaging system had channels that were out of range on the voltage. There was no patient present when this issue was identified. No additional information was provided.